Manufacturer narrative:
Additional investigation in-progress, results of the investigation will be provided in a supplement report.

Manufacturer narrative:
This complaint is deemed inconclusive. The referenced device was not returned for evaluation. Without a technical evaluation of the actual device, the investigation results are inconclusive. Per information provided, the cited patient is very mobile, hoists himself in and out of bed/chair and drives a car. Based on these facts, loss of dressing adhesion could be attributed to a combination of factors such as wound location, patient mobility, constant friction and pressure directly applied to wound site. In regards to a pump not triggering a leak alarm, it is likely that a partial blockage led to the observed issue and the pump did not alarm because the system was still reaching vacuum in presence of partial blockage (potentially caused by clotting or buildup of blood clots/exudate inside the wound filler (foam/gauze). The system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing in a rate greater than 3.5l/min for more1(one) minute. Presence of partial blockage is supported by the fact that once dressing technique was changed to gauze with drain, the dressing stayed in place for much longer and pump alarmed when seal broke. Per the information provided no patient injuries or harm occurred in association with this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Failure to alarm: pump failed to alarm when dressing had completely fallen off.

Event description:
Failure to alarm: pump failed to alarm when dressing had completely fallen off.